Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that they were having issues with their stimulator. They were getting a burning sensation across their upper back. It is confined and warm. Anytime they move a muscle it is painful. The patient stated that it is hard to wear clothing. They turned it down and it helped. The patient stated that the issue began a week ago. They were sent a physician listings because their physician left. Additional information was received from an employee of the manufacturer on (B)(6) 2017 indicating that they spoke to the patient on (B)(6) 2017. The caller mentioned that the burning sensation also went into the patient¿s arms. The patient noted that they have been receiving radiation treatment. No further complications were reported/are anticipated.